Manufacturer narrative:
The subject device was not returned to olympus. During technical assistance center (tac) support engineer communication with the customer troubleshooting was provided, issue was found to be due to the cable being plugged into the wrong spot. The customer was using a third-party monitor (stryker). The issue was resolved by connecting the cables in the correct spot. The customer was able to resolve the issue by troubleshooting with the technician over the phone. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Additional information was received from the customer stating that: ¿there was not any malfunction with your equipment or injury to any patient. We house two olympus receivers for our digital ureteroscope on a stryker tower. The stryker tower itself stopped working; we could not get any power to the tower. Fortunately, we did not have any cases that required the digital ureteroscope at that time. My manager disconnected the two receivers from the tower and placed them on a cart. Unfortunately, when I went to get the receivers to hook them up to the new tower. The manuals for the receivers had disappeared with the old cart and my manager that had disconnected them was not available to ask how to reconnect. I contacted your tech department on the 21st of april, and they tried to walk me through plugging in the right wires to the right connections. He was able to get me to where I could get an image if I needed it. The tower malfunction occurred on april 19th. I have since found the manuals and the manager confirmed the connection points. We used the digital ureteroscope yesterday and it worked perfectly.¿ the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center was unable to get an image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: a1, h8. The device was not returned. As for the phenomenon, ¿unable to get an image¿, the customer's troubleshooting revealed that the sdi cable connected to the monitor was connected to the comp out of the device. The field service engineer (fse) advised the customer this was incorrect and stated it should go from processor¿s sdi out to stryker monitor¿s sdi in. After cable wiring was corrected, the phenomenon was resolved, and the image could be observed. Therefore, it was determined that the phenomenon occurred due to wrong connection of sdi cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies related verbiage on description about connection with monitor which was contained under ¿3.5 connection of the monitor¿, and which could have prevented the phenomenon. Olympus will continue to monitor field performance for this device.